Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the device's tip. A stent strut in the centre of the stent was raised off the balloon material and bent proximally. This type of damage is consistent with the stent meeting resistance during the advancement of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed, 35mm in length, eccentric, de novo target lesion was located in the mildly tortuous, non-calcified and 3.5mm in diameter left anterior descending artery. The lesion contained <=45 degrees bend. A non bsc guide wire was placed and the lesion was predilated. Then a 3.50x38mm promus element ¿ long stent was advanced but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed stent damage.